Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error codes e-144 and e-262 were found in the ventilator's downloaded error log. The device's system pca and blower was replaced to address the issue. In addition, the air inlet filter foam was replaced due to preventative maintenance.